Event description:
Boston scientific received information that this pacer dependant patient with this newly implanted system was being checked post operatively by a local boston scientific field representative. The device was observed to be pacing at 140 paces per minute. Technical services suggested turning off minute ventilation and the accelerometer. After doing so, the patient's rate returned to the device's lower rate limit of 60 paces per minute. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.